Manufacturer narrative:
The device was evaluated by edwards and the customer report of calcification and stenosis was confirmed. The x-ray demonstrated heavy calcification on all three leaflets, and commissure 1 was bent. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1.5mm on leaflet 2 at the outflow aspect. Extrinsic calcification nodules were observed at the inflow aspect between leaflets 1 and 2 near commissure 2 and between leaflets 2 and 3 near commissure 3. Calcification and host tissue restricted leaflet mobility and led to stenosis. A gap was observed in the central coaptation region, which was caused by the calcified leaflets and extrinsic calcification nodules. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not understood. The root cause for the calcification, stenosis, pannus, and leaflet immobility cannot be conclusively determined at this time. However, it is likely that patient related factors, such as the patient being on dialysis, and progression of the underlying disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Manufacturer narrative:
The device has been received. Evaluation is anticipated but not yet begun. However, the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A supplemental report will be submitted after the device evaluation has been completed.

Event description:
Edwards received information that a 21mm aortic pericardial valve, implanted three (3) years, four (4) months, and twenty-five (25) days was explanted for stenosis and leaflet immobility due to calcification. The condition of the valve at explant was reported as "no leaflets mobility due to the remarkable calcifications." The patient status was reported as under treatment at the intensive care unit. The valve was returned for evaluation. This device was replaced with a non-edwards mechanical valve with no adverse patient effects reported as a result of the valve replacement. Mitral annuloplasty was also performed at the explant of this valve.